Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the manifold is sticking. Additional malfunctions are the zip ties for the manifold were replaced and the pe valve and hose clamp are leaking.